Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the external iliac artery with heavy calcification and heavy tortuosity. The 6.0x100mm absolute pro .035 self-expanding stent system (sess) had no resistance during advancement and was used for bailout stenting due to extensive dissections. The stent was implanted easily for the first 15-20mm until there was massive resistance from the release mechanism. The wheel got stuck and could no longer be moved. It was also no longer possible to retrieve the stent into the catheter, as the distal parts were already firmly anchored in the vessel. When attempting to remove the stent and catheter with force applied, the stent was massively lengthened [stretched] and separated, and the proximal portion of the stent finally came to rest in the external iliac. The patient then had to undergo emergency surgery due to the unfavorable stent position and the stent was removed after opening the groin. There was no adverse patient sequela, however, there was delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 2017 - failure to follow steps / instructions. The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched and separated stent were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Reportedly, force was applied when attempting to remove the stent and catheter. It should be noted that the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The deviation of the IFU appears to have caused/contributed to the reported difficulties. Additionally, it was reported a .018 size guide wire was used during the procedure. It should be noted that the absolute pro .035 peripheral self-expanding stent system instructions for use states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that use of the undersized .018 guide wire resulted in the distal shaft being bent by the heavily calcified and heavily tortuous anatomy (as evident by the noted multiple chatter marks sporadically on the entire length of the stent sheath) preventing the shaft lumens from moving freely, thus resulting in resistance with the thumbwheel and difficulty deploying the stent. Manipulation to remove the stent using force resulted in the reported/noted stent damages (stretched, mangled) and ultimately resulted in the reported/noted stent separation/break. The treatment appears to be related to the operational context of the procedure as the patient underwent emergency surgery due to the unfavorable stent position and the stent was removed after opening the groin. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation conclusions code 4315 added. The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched and separated stent were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that interaction with the heavily calcified and heavily tortuosity anatomy and/or inadvertent mishandling resulted in the noted multiple chatter marks sporadically on the entire length stent sheath thus preventing the shaft lumens from moving freely; resulting in resistance with the thumbwheel and difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted mechanical jam and activation/deployment failure cannot be determined. Manipulation to remove the stent resulted in the reported/noted stent damages (stretched, mangled) and ultimately resulted in the reported/noted stent separation/break. The treatment(s) appears to be related to the operational context of the procedure as the patient undergone emergency surgery due to the unfavorable stent position and the stent was removed after opening the groin. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: reported medical device problem code 2017 - use of an undersized guide wire removed h6: investigation conclusion code 61 removed; 4315 added.

Event description:
It was reported that the procedure was to treat a lesion in the external iliac artery with heavy calcification and heavy tortuosity. The 6.0x100mm absolute pro .035 self-expanding stent system (sess) had no resistance during advancement and was used for bailout stenting due to extensive dissections. The stent was implanted easily for the first 15-20mm until there was massive resistance from the release mechanism. The wheel got stuck and could no longer be moved. It was also no longer possible to retrieve the stent into the catheter, as the distal parts were already firmly anchored in the vessel. When attempting to remove the stent and catheter with force applied, the stent was massively lengthened [stretched] and separated, and the proximal portion of the stent finally came to rest in the external iliac. The patient then had to undergo emergency surgery due to the unfavorable stent position and the stent was removed after opening the groin. There was no adverse patient sequela, however, there was delay in the procedure. Subsequent to the initially filed report, the following information was provided. The correct size guide wire was used in the procedure. The procedure was carried out in a cross-over fashion via contralateral retrograde arterial access and a long cross-over-sheath was placed in the ipsilateral iliac artery to reduce friction and increase stability while advancing the stent. No additional information was provided.